Event description:
It was reported the pt is unable to communicate with her scs ipg using her charger. The pt does not have any stimulation therapy. A replacement charger did not resolve the issue. The pt stated prior to losing communication she was having to charge her ipg everyday. An sjm representative attempted to meet with the pt to evaluate the issue but the pt is currently in the hospital.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.